Event description:
Device history record was reviewed, an event is linked to the error 01, but the problem would have been seen as soon as it came out of production. Device log was reviewed, no error or issue linked to the reported event was found. This complaint was registered as part of reported events sent by canadian self-served customers. The device was not returned to brézins as repairs were carried out locally. According to provided information, the cpu board has been replaced, that solved the issue. The board sent back to brézins for further investigation. Once in brézins, a visual control was performed and it has been noted that the j2 and j3 connectors are damaged. However those damages were likely due to the device being mishandled. To our knowledge this complaint is not being related to patient safety this complaint is considered as: misuse the trend is: n/a.

Event description:
The following has been reported by customer: error on boot up spare part: microprocessor bd reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.